Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that one ems device did not fire and the other ems had malformed staples. Another device was used to complete the case. There was no consequence to the pt.